Manufacturer narrative:
Device eval: no device is expected to return. A f/u report will be submitted when the eval has been completed.

Manufacturer narrative:
No device is expected to be returned for investigation. The device history records was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted.

Event description:
The user reported that, during the placement of a stent in the right main bronchus, the safety trigger was removed prematurely, prior to insertion. The outer sheath extended past the soft distal tip of the delivery system during insertion and caused an abrasion to the trachea while trying to pass the stent through a narrow lesion. A second stent was placed to treat the abrasion after the original target lesion was treated. No add'l harm or injury to the pt was reported.